Event description:
The nurse of a (B)(6) female patient called zoll customer support to report that the patient's monitor had exposed wires. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) has not been returned for device evaluation. The reported problem (exposed wires) could not be confirmed. A supplemental report will be submitted upon receipt of the device and a full evaluation. No adverse event resulted from the reportedly defective monitor. The patient received a replacement monitor.